Event description:
It was reported that the customer experienced a blood glucose (bg) level of 60 mg/dl; cause was not known. Customer consumed carbohydrates to address the issue and was taken to the emergency room by a friend. Customer was treated with intravenous fluids of saline and was discharged the same day with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.